Manufacturer narrative:
(B)(4). The sample is available for evaluation.a follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.a 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s.

Manufacturer narrative:
(B)(4). One used set with no cap on spike (loose in pouch) and no cap on patient connector was received. This complaint could not be confirmed in the lab; therefore, the root cause of the complaint is undetermined. The lot number is unknown; therefore a batch review cannot be performed. Renal quality engineering will continue to monitor this product line for adverse trends and will take corrective/preventive action as appropriate.

Event description:
This is an international complaint where a leak was found from the tubing at the position near the sleeve. This was found during patient use while draining. The set had been used for 110 days. There was no patient injury or medical intervention.